Event description:
It was reported the customer had a battery out limit alarm they could not clear. It was also found the customer had a button error alarm. Customer was advised their insulin pump needed to be replaced. Customer's blood glucose was 21.1 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a crakced case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.